Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been giving the customer issues ever since the customer had to go through an x-ray at the airport. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but there was no indication if the issue was resolved for the customer. The device will be replaced and returned..

Manufacturer narrative:
No unexpected over delivery anomalies or under delivery anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. Unit received with moisture damage on motor assembly and corroded force sensor assembly.